Event description:
During service, the baxter repair technician reported a fail code 703. There have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 703 was confirmed. A corrective and preventative action has been initiated.